Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual analysis was performed on the returned device. The stent dislodgement was confirmed. The failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be due to circumstances of the procedure as the device likely interacted with the anatomy during advancement. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 85% stenosed, heavily calcified lesion in the mildly tortuous proximal right coronary artery. Pre-dilatation was performed and the 4.0x15 mm xience prime stent delivery system (sds) was advanced with resistance noted. The sds was removed and upon removal it was found that the stent had dislodged from the sds. Reportedly, the dislodged stent was not able to be found. Another 4.0x18 mm stent was used to complete the procedure. There were no reported adverse patient sequela and the final patient outcome is satisfactory. There was no clinically significant delay in the procedure. No additional information was provided.